Event description:
An infection was reported. The pt experienced redness, incisional wound opening and drainage. The primary location of the infection was the device pocket. A culture was obtained of the device pocket. The pt reported that the infection was (B) (6). The pt did not have meningitis. It was noted that perioperative antibiotics had been administered. The pt was treated with IV antibiotics and total device system explant. The pt outcome was infection resolved and no drug withdrawal. The pump was used to deliver morphine; date of the last refill was unk. The pt reported that at the time of the infection diagnosis, the pump was working "very well."

Manufacturer narrative:
(B) (4). (B) (4).